Event description:
It was reported that the customer experienced hyperglycemia. Customer blood glucose level at the time of incident was 400 mg/dl. Customer was treated with manual injection. Customer stated that the retainer ring was damaged. Customer stated that reservoir was not able to lock in place. Auto mode feature was unknown at the time of event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.